Manufacturer narrative:
The unit was tested per quality control (qc) procedures by a kci field service employee on (B)(6) 2011. The unit passed qc checks and met specifications. The device was placed with the pt on (B)(6) 2011. The unit was returned to kci on (B)(6) 2011 for device eval. Inspection, testing and eval of the unit did not reveal any evidence of an operational malfunction or defect with the device. Kci is filing due to potential user error.

Event description:
On (B)(6) 2011, the director of nurses of (B)(6) hospital rehab reported: on (B)(6) 2011, the physician wrote an order to re-start v.a.c. Therapy. On (B)(6) 2011, after 7 p.m. V.a.c. Therapy was re-started. At unk times, the night nurse checked on the pt throughout the night due to v.a.c. Therapy beeping. The canister was changed and the nurse did not notice anything unusual. On (B)(6) 2011, at approx 6:58 am, the pt was assessed and was found to be unresponsive and was noted to have bright, red blood in the v.a.c. Tubing. Life support measures were initiated, the granufoam dressing was left in place and pressure was applied. The pt was transported to (B)(6) hospital in unk condition and subsequently expired. No other info is currently available.